Manufacturer narrative:
Concomitant medical product: 694765 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the right atrial (ra) lead had high impedance and noise. The lead was confirmed to be fractured. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and no anomalies were found. The setscrew marks on the connector pin were too proximal. The analyst noted that there are four sets of setscrew marks on the is-1 pin. Three sets of setscrew marks on the is-1 pin are too proximal and one set is in the correct position. It cannot be determine when but, at some time, the lead was not fully inserted into the device. If information is provided in the future, a supplemental report will be issued.